Manufacturer narrative:
Device had intermittent button response due to corroded keypad trace. No button error alarms occurred. Inspect the pump and no trace of moisture damage found on the electronic/motor assembly. Cracked case all corners of display window, cracked on reservoir tube, missing end cap sticker and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 29 mg/dl. Customer was in (B)(6). Device was exposed to sweat in the customer's bra. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.